Event description:
Occurred while doing an in-service with vent running. Started to explain how to do a vent check and shut off the vent. In effort to turn it back again, user pressed "on" and "select" switch at the same time, the vent did not turn on. The inop light came on and an audible alarm sounded, and the audible alarm could not be turned off. It would not try to start.